Event description:
A customer reported that the touch screen of their device was very temperamental, exhibiting delayed responsiveness. There was no adverse impact on the customer's blood glucose level noted. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.